Manufacturer narrative:
The reported hv lead impedance anomaly was confirmed in the laboratory and was due to an anomalous transistor connection. (B)(6).

Event description:
It was reported that during an attempted implant, the device exhibited high, out of range shock impedance. The lead exhibited normal impedance values when not connected to the device. The device was not implanted, and the procedure was completed with a replacement device. The patient was in stable condition following the procedure.